Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent temperature alarms occurred. Subsequently, the customer received a cartridge change error. The customer's blood glucose was 120 mg/dl. Reportedly, the customer reverted to alternate means of insulin therapy.